Manufacturer narrative:
This lead was surgically abandoned as a result. The associated device has not been returned to boston scientific. There were no reported adverse patient effects.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead became damaged when the physician did not entirely loosen the distal setscrew before removing the lead from the associated pulse generator being changed out for normal system upgrade. Separation of the pace/sense terminal pin was evident.